Event description:
It was reported that the customer removed the reservoir from the insulin pump and it was wet. It was stated that the customer was experiencing unexplained high blood glucose. Troubleshooting could not be performed as the customer was at school. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.